Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) was declared for a high out range left ventricular (lv) pacing impedance of greater than 2000 ohms. The lv pacing impedance has gradually been increasing since implant. Technical services discussed possible causes for the clinical observations and provided troubleshooting options. Additional information was received that the lv pacing impedance was already on the higher side for this patient, and the greater than 2000 ohms daily measurement was considered a normal fluctuation. The physician advised the lss limit for this patient be increased. No further actions are planned. This cardiac resynchronization therapy pacemaker (crt-p) remains in service and there were no adverse patient effects reported.